Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Although the caller had not previously reported this malfunction within the last 24 hours, technical support provided information on how to reset the pump and assisted with the process. Following the reset, the malfunction code did not recur, and the customer felt confident handling the situation independently. The customer was advised to contact technical support again if the issue reappeared and was allowed to continue using the pump.